Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The instructions for use (IFU) state: "the turbohawk peripheral catheter system is specifically contraindicated: for in-stent restenosis at the peripheral vascular site". Additional information has been requested. Should it become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The thumb switch on the turbohawk was difficult to open and close during the preparation of the device. The thumb switch remained difficult to open and close during the procedure. A new device was then pulled and no issues were noted. Evaluation of the returned turbohawk on (B)(4) 2015 found that the drive shaft proximal to the cutter head assembly (cutter and blank) exhibited a wrapped section of a stent (unknown make/model). The entangling of the stent component in the turbohawk drive shaft prevented the thumbswitch-drive shaft-cutter head assembly from moving either forward or backward relative to the distal tip assembly.